Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v711744, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a family member/friend that the patient had the ins removed in 2016-2017 and the lead wire/some portion of the device was still in the left pelvis and grown into the patient bone. The caller stated the patient had unrelated chronic lymphoid leukemia cancer and they had a CT scan done a month ago. The caller stated the patient had a lot of nausea, vomiting and stomach nausea for the past two and a half years and they were wanting to know if the portion of the device inside of the body would cause the symptoms? The patient was going to follow up with the health care physician (hcp). There were no further complications reported.